Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim and faded with red letters. The keypad was observed to be torn and punctured and all buttons functioned normally to testing; there was no evidence of contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display with red lettering. This report is made based on results of investigation completed on (B)(4) 2014.